Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer received a sensor scan reading of 121 mg/dl which was higher when compared to competitor brand meter readings of 59 mg/dl and106 mg/dl, and experienced a loss of consciousness no further information was provided. There was no report of death or permanent impairment associated with this event.